Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system was collimating un-commanded and the iris was shut down. No pt injury was reported.